Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt slight resistance while deploying the ruby coil and chose to remove it from the patient. Upon removal, the ruby coil unintentionally detached outside the patient. The physician deployed another ruby coil, however, the ruby coil was too large and extended into the parent artery. Upon retraction into the microcatheter, the ruby coil became stretched. The ruby coil was successfully removed from the patient and the physician chose to end the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00110. The hospital discarded the device.

Manufacturer narrative:
Additional information was received on 12 feb 2015: patient's age was noted as (B)(6) old.